Event description:
It was reported that the device overheated during a procedure at the user facility. During the procedure the patient obtained a superficial burn inside the mouth. The procedure was completed successfully without a clinically significant delay; no medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during a procedure at the user facility. During the procedure the patient obtained a superficial burn inside the mouth. The procedure was completed successfully without a clinically significant delay; no medical intervention.